Event description:
Customer reported that "hand-hel massimo oximeter did not register a valid heart rate or saturation during a resuscitative event after a stat c-section".

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A product labeling review was conducted which included reviewing the operator's manual. As a precaution, it is indicated in the operator's manual. As a precaution, it is indicated in the operator's manual the following: "if the rad-57 fails any part of the setup procedures remove the instrument from operation until qualified service personnel have corrected the situation". This is a f/u to the user facility report submitted and received by masimo. (B)(4).